Event description:
Cervical screws were reported to have loosened in the post-operative setting. The initial surgery occurred on (B)(6) 2011, and consisted of a 3-level acdf at c4-c7. No pt injury occurred; the pt was reportedly asymptomatic. The issue was known to the surgeon on (B)(6) 2012, and revision surgery was performed on (B)(6) 2012. The two screws that loosened were at the c7 level; revision included replacement of c7 screws. The remaining construct was left in place.

Manufacturer narrative:
(B)(6). The pt was reportedly a heavy smoker; bone integrity was known to be a problem prior to surgery. No falls or impacts were reported and the pt was compliant with post-operative care instructions. No radiographs are available as yet. The product was reported to have been discarded following revision surgery. No malfunction of the screws or other components has been alleged. Surgical intervention occurred due to the pt's general condition of myelopathy with instability, as reported by the surgeon. Should additional relevant information become available, a subsequent report will be filed. Labeling review notes the following: "any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited: cancer, fever, mental illness, alcoholism or drug abuse, osteoporosis or osteopenia..." "That implant components may bend, break or loosen even though restriction in activity are followed."